Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received with normal operating currents. No blank display during testing. No damage found on the c13/lcd isolation tape noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump was vibrating and was unresponsive. Customer reported that the display was blank and the device was cracked on the top. Blood glucose level at the time of the incident was over 600 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.